Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation: a set of blood bags with the filter was returned for investigation.the leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of approximately12.5ml/min was noted and it was confirmed there were no air leaks.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. Based on the available information, it cannot be ruled out that thehigher-than-expected wbc content in the whole blood product could be donor-related(characteristics of blood). It also cannot be ruled out that a filtering error or other process error(not resting the collected blood prior to filtering; not expressing air properly from the productbag) could have contributed to the higher-than-expected wbc content in the whole bloodproduct.the instructions for use provide a caution to not squeeze or apply pressure to the filter while it isattached to the bag containing the filtered blood and to clamp the blood filled tubing before theblood enters the filter in order to avoid leukocyte leakage.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit.there was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event. Donor unit #:(B)(6).